Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low level failure alarm noted during testing however, hardware low level failure alarm confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer's blood glucose was 388 mg/dl. The customer stated that the bolus was recorded in the daily history. The customer stated that they had performed the self test and the test was passed. The product will be returned for analysis.